Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that following a trial procedure the patient was experiencing pain and numbness. The physician perform a lead pull to obtain MRI. Imaging revealed an epidural bleeding. The patient was brought to the operating room for an emergency decompression, they also perform a multilevel laminectomy which restored patients left and right leg strength. The physician believed that the hematoma was procedure related and not device related.